Event description:
The customer obtained nonreproducible, higher than expected troponin I results from two different patient samples using vitros troponin I es reagent on a vitros 5600 integrated system. Patient sample 1 result: 0.851 ng/ml vs expected 0.014 ng/ml; patient sample 2 result: 0.120 ng/ml vs expected <0.012 ng/ml. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The result for patient 1 was not reported to a clinician but the result for patient 2 was reported to a physician. However, a corrected result was later reported for patient 2 and no allegations of patient harm were made as a result of the described events. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that nonreproducible, higher than expected troponin I results were obtained from two different patient samples using vitros troponin I es reagent on a vitros 5600 integrated system. The assignable cause for the events could not be determined; however, the possibility that inappropriate pre-analytical sample processing or a transient vitros 5600 system issue had contributed to the events could not be ruled out. The investigation did not find evidence to indicate an issue with the customer¿s reagent.